Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device upgrade procedure, the patient experienced dizzy spells. During the procedure, loss of capture was observed on the ventricular lead. The lead was capped and replaced. The patient was in stable condition post procedure.